Manufacturer narrative:
The device was returned to olympus, testing and inspection found no image caused by the damaged ultrasound probe. Testing and inspection also found: a crack in the adhesive on the bending section cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, ultrasonic gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the ultrasound probe is damaged. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed holes and breaks in damaged ultrasound probe bending section cover (c-cap) adhesive layer could not be determined, as no additional information was reported or is available. In addition, the following non-reportable malfunctions were found during the device evaluation: - the bending section cover (a-rubber) adhesive is white olympus will continue to monitor field performance for this device.